Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device broke intra-operatively and was not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ part number: 314.05. Lot number: 4405288. Release to warehouse date: april 10, 2002. Manufacturing site by synthes (B)(4). No ncrs were generated during production of this device and its relevant subcomponents. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal femur fracture was repaired using a curved condylar plate construct on (B)(6) 2015. A cannulated screwdriver tip broke while trying to place in a screw. The surgeon had screwed in the gold drill guide and inserted a 2.5 mm threaded guide wire. Rather than leaving the guide wire in place, the surgeon removed both the drill guide and guide wire just before inserting the screw. As the screw was being tightened, the tip broke off into one large fragment. The tip was easily removed and discarded. A back up set was immediately available and was used to complete the procedure. No surgical delay was reported and no additional intervention was required. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary: the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be broken and missing a portion. No definitive root cause was able to be determined however the failure mode is likely contributable to the application of excessive force/rough handling over 13+ years in the field. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion. The returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to have an oblique break with a missing a portion of approximately 5mm x 4mm. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.